Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). St. Jude medical swartz braided transseptal guiding introducer sl 1 curve 8.5fr, model # 407453, lot number unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation and a right ventricular outflow tract (rvot) ablation procedure with a cs refstar deflectable catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition upon leaving the electrophysiology lab. Adverse event was assessed as life-threatening. Patient required extended hospitalization as a result of this adverse event for monitoring of the tamponade. Patient factors that may have contributed to the adverse event include patient anatomy. Physician's opinion regarding the cause of the adverse event is that it was related to rotated and abnormal anatomy leading to difficulties accessing the right ventricular outflow tract (rvot). No ablation was performed. Irrigated catheter flow was set at 2ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained at 300-350 seconds. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 9/15/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation and a right ventricular outflow tract (rvot) ablation procedure with a cs refstar deflectable catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the event, the catheter was tested for electrical performance and was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on the carto system. The catheter was recognized by carto 3 system with no error messages or visualization issues. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.